Event description:
Baxter affiliate (ba) reports that less than one minute into treatment with a ca 110 dialyzer, the blood leak alarm went off. The blood leak was "confirmed by pinkish appearance of the dialysate." Treatment was stopped, and then continued without incident with new disposables. Estimated blood loss was 100-150cc. Ba stated that there was no patient injury or medical intervention associated with this incident.